Event description:
It was confirmed that the revision will take place on (B)(6).

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 8840, product type: programmer. (B)(4).

Event description:
The company representative confirmed on (B)(6) 2014 that the patient did have the revision on (B)(6). The patient was seen today for a post-op. The patient was doing well and getting coverage.

Event description:
The patient has been having coverage issues since implant. When programming the second lead, the 8840 kept stalling and taking a long time to program. The company representative would program 0.1v and tried to go up to 0.7v but the 8840 kept stalling and stalling and finally gave no response. The patient was going to have her system x-rayed. The company representative reported on (B)(4) 2014 that it was determined the patient¿s leads shifted and no further programming was done. A revision was going to be scheduled. Additional information has been requested.